Manufacturer narrative:
Concomitant medical products: product ID: 50ml baxter bag ndc 0338-0049-41, lot number: p362814, exp apr 18, 0.9% nacl; product ID: 50ml hospira bag ndc0409-7077-14, lot number: 73-021-jt, exp 1 jul 2018, kcl. The customer¿s secondary back flowed into primary bag was confirmed. No anomalies were observed on the received sets during visual inspection. The check valve was also visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and air bubbles were noticed going into the primary bag indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn hung a secondary line of potassium chloride ivpb 20meq/50ml connected to the primary line of ns 50ml bag. This set-up was previously used for a potassium ivpb without any problems. Although the ivpb potassium was to infuse over a 2 hour period, approximately 10 minutes after hanging the potassium bag, the rn noticed the potassium bag was empty and the primary bag was slightly larger in size. There was no report of patient harm.